Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the lead exhibited placement difficulty, difficulty in extension of the helix and poor sensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed. And no anomalies were found. If information is provided in the future, a supplemental report will be issued.